Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to the electrode belt ECG "a&b" cable being cut, damaging wires in the cable. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).